Event description:
There was no device failure, malfunction or complaint reported. This pt was undergoing a mitral valve replacement procedure. According to the cardiovascular specialist who attended the case, the endocoronary sinus catheter was inadvertently placed into a coronary vein (smaller than the coronary sinus) and the balloon was inflated to the standard maximum volume. The pt developed cardiac tamponade. A coronary vein perforation was diagnosed and a median sternotomy was performed. The coronary vein perforation was repaired and the intended mitral valve replacement was successfully completed.